Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by a customer that one syringe was found to contain a foreign particulate, and one syringe had excessively slanted syringe markings. Complaint via email. On 03/31/2026, during visual inspection of lot: 20260325-2668c6, rocuronium bromide 50mg/5ml (10mg/ml) -1, one syringe was found to contain a foreign particulate and one syringe had excessively slanted syringe markings. These units are available for return. Details for your investigation: product: sterile syringe tray 5ml lot number: 5174808/5212183/5218656 part number: 309703 number of defective units: 2 defect type: foreign particulate and defective syringe markings product complaint: (B)(4) please let me know the results of the investigation additional information received on 08apr2026: as two issues have been reported¿foreign matter and a scale marking issue¿please clarify which specific lot is associated with each issue. The batch/lot numbers provided are 5174808, 5212183, and 5218656. With three different lots being used for this batch, we do not know which lots are the one with defects. There are only 2 units with defects. The numbers I had listed were the total amount we had received. As the affected quantities seem to be high, would you like to receive a credit? We do not need a credit, as the amount of units is only 2.